Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump did not administer the drug during patient use. The pump was programmed to infuse propofol. Propofol was seen in the unspecified tubing; however, the drug was not progressing past the "manifold" and into the patient. The staff stopped the infusion (no alarm reported) and opened the door to assess the tubing which was kinked. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6 (update codes), h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by loading and unloading of tubing in the device for different flow (25 ml/hour, 200 ml/ hour, 750ml/ hour, and 1200ml/ hour) with no kinks noted. Additionally, a flow rate accuracy test by infusing 25ml at 25ml/hour and the short, simulated therapy was successfully performed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.